Event description:
New information received noted that the left ventricular (lv) lead impedance was out of range. The patient was stable throughout.

Event description:
It was reported that the patient presented in emergency room due to alert received and performed remote transmission. Analysis of the transmission showed that the left ventricular (lv) lead exhibited low pacing impedance. No programming changes were made and the patient continued to be monitored. The patient status was unknown.